Manufacturer narrative:
Customer resolved the issue; no details were provided. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray exposure was not possible, causing imaging failure on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.